Manufacturer narrative:
The returned intraocular lens was examined and shown to have signs of handling. Both haptics were broken, and the optic was torn/split/cracked. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints in the lot. Add'l info was requested 03/23/2007, 04/02/2007, 04/09/2007 and 04/12/2007 by phone and fax. Add'l info provided by fax 04/16/2007. A completed questionnaire has not been received.

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported the lens had no effect on the pt's astigmatism. The lens was exchanged in 2007. Add'l info, including the pt's status, has been requested.